Manufacturer narrative:
Continuation of d10: product ID 8709 serial (B)(6) implanted: (B)(6) 2009 explanted: (B)(6) 2024. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial (B)(6), ubd: 12-feb-2011, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the spine segment was damaged during unrelated spinal surgery. The company representative (rep) was present during the procedure. Action/intervention: the physician opted to replace the spine segment. Outcome: the issue was resolved. The patient weight and medical history were not available due legal/confidential reasons. The patient status was alive and no injury.